Event description:
It was reported that the airway mobilescope had no light. There are no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) (added here due to character limitation). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it¿s likely the no light issue was due to light guide bundle fiber breaking. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.